Manufacturer narrative:
The referenced chronic percutaneous lead infection, gastrointestinal bleeding and anemia have been reported under medwatch MFR report # 2916596-2018-02420 (percutaneous lead infection) and 2916596-2018-02419 (gastrointestinal bleeding). Approximate age of device - 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had chronic lvad percutaneous lead infection and gastrointestinal bleeding secondary to gastric angioectasias and arteriovenous malformations (avms). The driveline infection and gi bleeding were previously unreported to the manufacturer. The patient reported to the outpatient clinic on (B)(6) 2018 with dyspnea and a 20 pound weight gain. The last coagulation studies on (B)(6) 2018 suggested a hypocoagulable state with an inr of 1.7 and pro-time of 19.9 seconds. The bleeding avms and weight gain prevented transplant candidacy. The patient was found deceased at home two days later on the afternoon (B)(6) 2018. The cause of death was unknown. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The pump was returned assembled with intact driveline, measuring approximately 38¿ in length. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were returned attached to their respective pump ports. Examination of the pump blood-contacting surfaces found soft, post-mortem depositions of clotted blood in the inflow conduit, outflow graft, outlet elbow and in the pump. The observed depositions appeared to be acute formations, consistent with an interruption in flow, and did not appear to have formed while the pump was operating, due to the lack of structure and lamination. Furthermore, there were no contact marks on the distal section of the rotor to indicate that this deposition was present during support. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.